Event description:
ID 22mm product was packaged in the box. According to the sales rep, the size of inner retaining ring's ID was not 28mm. This caused a 30 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.